Event description:
It was reported that the device ejected multiple clips when fired. A second device was used to complete case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Jaws, clips. Evaluation summary: the analysis results of the er320 instrument found that it was received with the jaws misaligned. The instrument was cycled and ejected the remaining fourteen clips. It could not be determined what may have caused the found non conformance. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the mfg process.